Manufacturer narrative:
Customer technical support assisted the customer with troubleshooting. A field service engineer (fse) was dispatched on (B)(4) 2011 and reported that the cap piercer (cp) waste vacuum line was clogged with pieces of cap. The fse flushed the line from cp to the hydro several times with water and primed the system with no leaking. The fse also replaced the autogloss tubing and perform the necessary alignments for the cp. The fse ran system tests and checks and results were within acceptable range. This issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the wash solution leaked into patient samples and diluted the samples in the unicel dxc 600 pro synchron chemistry analyzer. When the samples were run, the results were questionable on the sodium (na), chloride (cl), calcium (calc), glucose (glu), albumin (alb) and total protein (tp); however, no specific patient information was available from the customer. Customer has not reported any results out of the laboratory from this event. Customer redrew affected samples and the samples were sent to a reference lab for testing. Patient treatment was not affected to date for this event.